Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and no capture during testing. In addition, the patient experienced phrenic nerve stimulation. Additional information received indicates that the high threshold and phrenic nerve stim was attributed to electrode spacing of lead in the target vessel. Adequate thresholds obtained after a new lead was advanced into the same branch. This lead was never in service and new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and no capture during testing. In addition, the patient experienced phrenic nerve stimulation. This lead was never in service and new lead was placed. No adverse patient effects were reported.